Event description:
During an in clinic follow up, episode of oversensing due to noise resulting in pacing inhibition were observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. No further intervention has been performed. The patient was stable.